Event description:
Pt in cardiac arrest. Zoll defibrillator used in "hands-off" mode times three without success. Defibrillator pads changed and new zoll defibrillator readily available and used with success. Pt expired in 2006 unrelated to resuscitation attempts.